Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that after puncturing the patient, blood leaked through the extension. A hole was found in the extension of the intima. Quantity: 01. Batch number(s): 4262695. Is a sample available: no. Date of occurrence: (B)(6) 2026. Additional information received on 12-feb-2026: was there any damage to the patient's health: no. Was the incident reported to anvisa? If so, what is the notification number: no. Could you share a photo/video of the reported event: the reporting sector did not record a photo or video of the incident.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4262695. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.